Event description:
Reference number (B)(4). Event occurred in the united states this MDR being submitted for unknown number of quantities. It was reported that patient faced multiple times infusion sets detachment events on (B)(6) 2025. The site of detachment was close to the location. The infusion set was in use for 1.5 days. Insertion site was left abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - device 1 of 2. E1: patient city: (B)(6) patient country: united states.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-00764. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009285, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009285 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m12 on 17-sep-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4j02996 was manufactured according to the wi version 27 assembled in the quickset line, on 16-sep-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4j02997 was manufactured according to the wi version 27 assembled in the quickset line, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4j02998 was manufactured according to the wi version 27 assembled in the quickset line, on 17-sep-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA)plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.